Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Note: this report is being submitted per FDA request due to previous initial report sent incorrectly with MFR. Report # 3008011247-2018-00000 on 09 august 2018.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation ix abdominal aortic aneurysm stent system. The decision was made to utilize a sized-34 aortic body instead of a 29. After the endologix representative reviewed the strategy with dr. Matano prior to the case, the physician made the decision to go left ipsilateral rather than right because of a concern with the gate cannulation. It was recommended to deliver the graft with a greater curve rather than the "s" curve. The physician was reminded of the cross over lumen to aid gate cannulation, but did not want to utilize this option due to the complex case. The representative mentioned that if a lunderquist wire and 16f sheath straightened the tortuosity, a left ipsilateral approach would be better. The lunderquist and 16f sheath did straighten the vessel and the 16f sheath was brought up above the aortic bifurcation. The 34 aortic body was advanced, oriented, deployed and fixated in the normal fashion after the 16f sheath was retracted a few millimeters below the distal delivery system marker, and the lunderquist wire was retracted. The custom seal kit was prepared in the normal fashion. The polymer syringe was connected to the polymer fill tube and the autoinjector was attached. The first two rings of the ipsilateral leg of the aortic body filled and then filling stopped; there was roughly 11ml of polymer remaining in the syringe. The delivery system was advanced slightly to remove a possible kink in the fill tube; however, the graft still did not fill. The delivery system was retracted slightly, but still no fill. These steps were repeated two more times with no improvement. The autoinjector was removed and reconnected. At this point, it was clear that the polymer was still in a liquid state and not filling the stent graft. The autoinjector was removed again, and the physician tried a gentle push on the syringe by hand, and almost immediately the patient's blood pressure dropped. It was noted that there was still at least 10cc's of fluid remaining in the syringe. At this time, it was beyond 14 minutes and it was suggested to use the crossover lumen to maintain access to the contralateral gate; however, the physician elected to just demate, and remove the delivery system to screen for an aortic rupture and get an occlusion balloon up if necessary. The device was demated at 25 minutes post polymer injection, and an angiogram was performed that revealed no rupture. Upon demate, it was observed that the ipsilateral guidewire was also coming back, and the guidewire access to the stent graft was inadvertently lost. No other bailout procedures were attempted to troubleshoot the filling problem (i.e. Advancing a .014 wire up to clear a kink) in fear of potentially compromising the graft material. The physician attempted to recannulate the graft for about an hour without success and elected to abort the case without implanting the iliac limbs. The physician is planning a re-intervention to recannulate the graft via brachial approach and place an aui (aorto-uni iliac) device.